Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at a +2% accuracy, which is within specification.

Event description:
The complainant reported an under-delivery. The intended delivery amount was 500 ml with a rate of 50 ml/hour; however, after 10 hours, no feed was delivered.

Manufacturer narrative:
(B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally, which is the same or similar to a device, list number (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.